Event description:
Name of procedure: cholecystectomy. Event description: device was used as it should be used, no further mistakes by customer. No clinical impact to the patient. Device was replaced. Additional information received from applied medical representative via email on 04aug2025: the customer has told me that during the procedures suddenly the clips weren't loading anymore and therefore couldn't be activated. That's why the or staff had to replace the clip appliers during the surgeries. Additional information received from applied medical representative via email on 13aug2025: unfortunately, I don't have any further information regarding this case. In my email from on (B)(6) I was already mentioning everything that I know. I tried reaching out to the customer one more time to receive further details but even the or staff couldn't tell me more. Intervention: device replacement. Patient status: no clinical impact to patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomy. Event description: device was used as it should be used, no further mistakes by customer. No clinical impact to the patient. Device was replaced. Additional information received from applied medical representative via email on 04aug25: the customer has told me that during the procedures suddenly the clips weren't loading anymore and therefore couldn't be activated. That's why the or staff had to replace the clip appliers during the surgeries. Additional information received from applied medical representative via email on 13aug25: unfortunately, I don't have any further information regarding this case. In my email from 6th, august I was already mentioning everything that I know. I tried reaching out to the customer one more time to receive further details but even the or staff couldn't tell me more. Intervention: device replacement. Patient status: no clinical impact to patient.